Manufacturer narrative:
The customer reported the suspect ventilator device is available for analysis and an onsite service by a vyaire field service representative has been scheduled. Vyaire will include the field service report and the device/component evaluation in a follow-up report once the final evaluation is completed.

Event description:
The customer reported while in patient use , this ventilator device went inoperative. The patient was placed on an alternative ventilator and no patient harm or injury was reported.

Manufacturer narrative:
Field service rep evaluation: the field service engineer (fse) went on-site to evaluate the suspect device. The fse cycled the device and determined the most likely cause of the reported failure was associated with the main printed circuit board (pcb) and the fse replaced the main pcb. The fse performed the operational verification procedure test for the device and passed. The suspect main pcb was returned to our failure analysis laboratory for a component failure investigation. Result of failure analysis investigation: the suspect main pcb was received by the failure analysis laboratory. The reported complaint was able to be confirmed but not duplicated. The transducer (xdcr) pt800 has recorded faults in the events log but successfully calibrated. The combination of xdcr faults at power-up and auto-zero with the successful calibration of all xdcr's indicates that the auto-zero solenoids can be slow to respond. This variance with the solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. However, this could not be determined and no specific component failure was identified therefore, no root cause was determined.